Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device upgrade procedure, induced ventricular arrhythmia was observed. Ventricular fibrillation during the implant procedure required multiple shocks to restore sinus rhythm. The patient has a history of av block, which was treated in the past with a pacemaker. After the procedure, small pneumothorax/ hemothorax were noted. The patient was treated with heimlich chest tube. The patient was stable after the procedure and continues to be followed.